Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es devices had stopped downloading the health sight viewer. The customer stated that the malfunction occurred during the user issuing medication to patient. However, there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating. A technical support specialist was checked and confirmed that windows time was not set to auto start. A technical support specialist (tss) configured it to auto start as per device with download stopped notice recurs knowledge article. Verified that all 8 devices were 10 minutes behind and updated the time accordingly. The system functioned as intended after the tss troubleshot the issue of the device.